Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers failed. A technical support specialist dialed remotely and restarted the cabinet using the power switch and restarted all in one to resolve the issue. The tss confirmed in populate buttons screen no failed drawers were found and customer was able to issue the item. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medbank tower, a message on the screen stated that the drawers were offline. The customer reported that due to this malfunction, unable to log on to issue furosemide 20mg tab. Customer confirmed the cabinet was restarted and was able to issue the item. There was no delay. There were no adverse events or injuries reported based on this incident.